Manufacturer narrative:
Updated data: a1, a3a, b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay of approximately 10 minutes occurred due to the loading of a new valve.

Event description:
It was reported that during loading of a transcatheter valve, an inflow frame node overlap extending to node 3 was observed. Upon the first deployment attempt to the point of no recapture (ponr), the patient's blood pressure was 20-30 millimeters of mercury (mm hg), and an infold was observed. At this point, cardiac arrest occurred and the system was withdrawn. A new valve was immediately deployed and implanted; however, the patient's blood pressure did not recover. The procedure ended with extracorporeal membrane oxygenation (ECMO) support, and the patient was sent to the intensive care unit (ICU).

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-34 ((B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.